Event description:
Vns pt has recently experienced an increase in seizure activity. The pt had reportedly been seizure-free for some time and recently experienced a seizure. Device diagnostic testing resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was later reported that the pt was seen in hospital e.r. Twice and that their device was programmed to off due to a shocking, burning feeling. It was reported that the pt's skin was red and inflamed and actually looked like a burn. Review of x-rays revealed a definite break in the lead wire, approximately 1cm below the electrodes. Neurosurgeon indicated that the pt participates in swimming and fencing and is left-handed, so the repetitive motion of these sports was likely to cause trauma to the lead. The pt underwent ncp system replacement surgery (both lead and generator). Treating neurologist indicated that the pt was not experiencing an increase in seizure activity above pre-vns baseline frequency.